Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). Initial reporter telephone number: (B)(6).

Event description:
Event description: it was reported that the physician would prefer to use the current turbohawk device with smooth cutter for cases with in-stent restenosis. The case was completed successfully, and the physician also indicated that he would strongly prefer hawkone over the current th he cutter. Both hawkone and turbohawk are contraindicated for in-stent restenosis. Device evaluation: .\ the device was inspected and showed the cleaning tool inserted over the distal assembly with the thumb switch in the middle position. The distal assembly was inspected and no damages were found. The cutter head was partially advanced and a blue tint was observed at the proximal area of assembly housing. The cutter head was retracted by pulling the thumb switch back and was inspected. No damage or anomalies were observed on the cutter head. It should be noted the black duck billed valve was removed from the cleaning tool and no damage to the valve was observed that may have been caused by the cutter head.